Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info (x-rays, medical records, operative notes) was requested. If it becomes available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR #2249697-2012-01530.

Event description:
It was reported that the pt had pain. He can't walk more than half a block. There is a clicking noise. MRI showed fluid around the joint. A blood clot developed and has reached the lungs; pt is on blood thinners. It was further reported that the pt is scheduled to be revised on thursday, (B)(6) 2012.